Event description:
Home pt (hp) reports "pain" due to excess air infused into peritoneal cavity during treatment on homechoice device. Hp reports air was noted in "all the tubes except the heater line", while in dwell 2/4 of treatment. Hp reports baxter tech assisted pt in ending treatment early for evening. Per hp, pt is aware of and follows proper priming procedure. Hp reports air has dissipated on it's own with no pt injury or medical intervention required as a result.